Event description:
As reported to the rep: the balloon was slow to deflate, could not get it back through the sheath. The physician had to go in with a snare to retrieve it. As reported in the MDR from the facility: right femoral artery and venous access obtained. Balloon valvuloplasty performed. The balloon was difficult to deflate and once deflated could not be removed requiring a loop snare through a 9fr sheath in the left femoral artery. The balloon was then successfully removed. Physician notes a small left internal iliac artery intimal injury thought to be w/o significance.

Manufacturer narrative:
It appears that the catheter was pulled into the introducer before the balloon was fully deflated. This caused a stretching of the catheter shaft and fully sealed off the inflation lumen. As per the instructions for use: "before removing the catheter from the sheath, it is very important that the balloon is completely deflated." A comparative catheter was pulled from inventory and tested for introducer admittance as well inflation/deflation times. The comparative catheter performed within specifications for both the introducer and inflation/deflation times. The inflation/deflation times were well below the times submitted in the 510k application.